Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lip gets caught [lip injury]. Brushheads fall apart and get a small screw in mouth and head comes loose [device breakage]. Brushheads fall apart and lip gets caught because there's a gap [injury associated with device]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushheads fell apart after a couple of uses. She would get a small screw in her mouth, and the brush head would come loose. She reported her lips got caught when brushing her lower teeth because there was a gap. She had bought 2 packs of 4 brush heads. The case outcome was recovered. No further information was provided. On 06-jan-2016 received follow-up: the consumer reported that 2 of the brush heads had fallen apart. She stated her lip got caught, and then a small screw came out of the brush head. No further information was provided.